Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the "error 4" message when inserting the test strips, which was unresolved with troubleshooting. The patient reportedly obtained an "error 2 message when tried to retest on the product." The reported issues were not resolved through troubleshooting. There were not allegations of harm or injury.